Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-implant wound check. Upon review, the implantable cardioverter defibrillator had slid under her arm. The patient experienced pain and soreness as a result. Lead diagnostics were stable and did not indicate lead dislodgement. The device was successfully repositioned on march 30, 2018. The patient was stable throughout the procedure.